Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an open foil, with the suture trapped in the seal area. Therefore, it is not possible to see if the suture is trespassing completely trough the seal area. This defect has been correlated to the manufacturing process. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, when opening suture one of the needles was floating around and when pulled it snapped off the suture. Found that the sterile gut suture had been sealed into the seam of the foil packaging. During the visual analysis, the following was observed: the photo shows an open foil, with the suture trapped in the seal area. Therefore, it is not possible to see if the suture is trespassing completely trough the seal area. This defect has been correlated to the manufacturing process. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. There were no adverse consequences reported. Additional information was requested.